Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 could not be confirmed. The root cause was undetermined.

Event description:
The care giver (cg) contacted baxter's technical service center regarding a system error 2240 which occurred on the homechoice (hc) during use during initial drain. The home patient (hp) would use manual supplies. Baxter product surveillance (bps) contacted the registered nurse (rn) on (B)(6) 2011. She stated that the patient had not informed her of the system error 2240 alarm. This writer explained the alarm to the rn. The patient has been doing well since and continuing therapy on the hc. There were no adverse effects reported in relation to this incident. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).the lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.